Event description:
Reporter alleged discrepant blood glucose results of 335 mg/dl back to back with a result of 96 mg/dl, when testing was performed 1 minute apart on the aviva system. The location of the testing was not provided. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.